Manufacturer narrative:
Literature citation: hyojeong mulcahy et al. Current concepts in total ankle replacement for radiologists: complications. Ajr. 2015; 205:1244-1250. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, it was reported by mulcahy et al in an article titled "current concepts in total ankle replacement for radiologists: complications" that a patient suffered a postoperative periprosthetic stress fracture in the inbone ii prosthesis 3 months post-op.